Event description:
The complainant has reported that a patient underwent an esophagogastroduodenoscopy procedure involving a biopsy using radial jaw 4 biopsy forceps device. It was reported that following the biopsy in the distal esophagus, bleeding was present which obstructed the field of view of the target site. Additional time was required to allow the bleeding to stop, prior to completing the procedure. Additionally, it was reported that the physician utilized a hemoclip device to treat the bleed site and successfully completed the case without further complications to the patient.

Manufacturer narrative:
Because the lot number is unknown, a DHR review cannot be conducted on the pertinent lot. However, a ship lot history review identified seven lots sold to this customer in the last month (9382745, 9400847, 9419886, 9437790, 9437782, 9462162, 9476574). A DHR review was performed for these seven lots and found no anomaly. This same customer reported a total of 3 complaints for the identical failure type, but there were no other complaints for any of the seven lot numbers found. The april 2007 rolling 15 month complaint trend chart was reviewed for the rj4 product family. No adverse trends were noted. Further, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time. The complainant has reported that the product will not be returned; therefore, an evaluation will not be conducted and the root cause for this event cannot be determined.